Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem and section d medical device brand name. Upon investigation of the actual device used in this incident, it was determined that order did not get discontinued in pyxis when we discontinued in our pharmacy software. A technical support specialist (tss) connected to the server, then advised the customer to check the issue with their interface team. After that customer confirmed that issue was on the pharmacy software side and interface team resolved the issue by applying order discontinue date does not update as expected service duration field used in order messages knowledge article. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user discontinued the medication in pharmacy software but shown active in station. Patient received 4 extra doses of unnecessary antimicrobial therapy due to this failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a generic bd pyxis¿ medstation¿ es, the user discontinued the medication in pharmacy software but shown active in station. Patient received 4 extra doses of unnecessary antimicrobial therapy due to this failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.